Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent low r-wave with t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4)implantable cardioverter defibrillator implanted: 2006 (B)(6). (B)(4).

Manufacturer narrative:
It was further reported that the rv lead was reprogrammed for extended detection and remains in use. No patient complications have been reported as a result of this event.